Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support instructed the customer to attempt several troubleshooting steps, including pressing the center button and checking if the leds were blinking. Despite these efforts, the screen remained unresponsive, leading to the decision to replace the pump. The customer, whose pump was still under warranty, was informed about receiving a replacement pump with updated software, advised on programming the new pump settings, and instructed on returning the faulty pump to avoid charges.